Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2012.

Event description:
It was reported that the patient noted increased charging frequency over the last few months and therefore underwent a battery replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg will not be returned.